Manufacturer narrative:
Patient weight unavailable. No spectranetics device was identified in this report as causing or contributing to the patient's death the day after the procedure.

Event description:
A lead extraction procedure commenced to remove three leads: 2 right ventricular (rv) leads and 1 right atrial (ra) lead due to infection. All three leads were reportedly extracted successfully with no injury or effusion noted. Although spectranetics devices were in use, there was no reported alleged malfunction, nor was there a suspect device, since there was no reported injury. It was then reported that on (B)(6) 2018, the patient died of respiratory metabolic acidosis. Both physicians in the procedure stated they were fairly certain that this was not related to the procedure. However, the spectranetics corporation is submitting this report due to spectranetics devices being used in the lead extraction procedure the day before, and that there was not complete certainty that the procedure and the patient death were unrelated.